Event description:
The customer received a control reading of 133 mg/dl on the contour next ez. The reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory.no adverse event was alleged. Control solution is expected to be returned for evaluation.new meter and strips and control were sent to customer.